Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p06-74 that has a similar product distributed in the us, list number 8p05, with 510k/PMA/bla number p050042.

Event description:
The customer reported false non-reactive alinity I anti-hcv. Initial test result was 0.11 s/co (non-reactive). Re-test result was 1.05 s/co (reactive). The sample was repeated further, and results were 0.93 s/co (non-reactive) and 0.93 s/co (non-reactive). Customer communicated that the initial test result was reported to the clinic. And that they believe that reactive results are the correct result. The patient is a hemodialysis patient undergoing anticoagulation therapy. The patient has a history of positive anti-hcv test. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit of the complaint lot. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I anti-hcv assay and complaint lot did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any nonconformances or deviations with the complaint lot. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the lot performs as expected. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I anti-hcv reagent lot 71568be01 was identified.

Event description:
The customer reported false non-reactive alinity I anti-hcv. Initial test result was 0.11 s/co (non-reactive). Re-test result was 1.05 s/co (reactive). The sample was repeated further, and results were 0.93 s/co (non-reactive) and 0.93 s/co (non-reactive). Customer communicated that the initial test result was reported to the clinic. And that they believe that reactive results are the correct result. The patient is a hemodialysis patient undergoing anticoagulation therapy. The patient has a history of positive anti-hcv test. There was no reported impact to patient management.